Event description:
Caller reported that the t: slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by using a different charging cable and borrowed a tandem wall adapter and charging cable from their son. Technical support arranged to send replacement charging supplies via two-day shipping.